Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm 35 and arranged to replace the pump, which was under warranty. The customer will continue using the current pump but will rely on an alternate method if necessary. Cts provided storage mode instructions and arranged for a replacement pump to be shipped without requiring a delivery signature. The caller was instructed to return the problematic pump to tandem within 10 days using the provided return box and pre-paid label to avoid charges and acknowledged understanding of these instructions. Additionally, the caller was advised on programming their pump settings and connecting their cgm to the replacement pump, to which they agreed.